Event description:
Since (B)(6) 2024 we have been using the dexcom g7 sensor for our child. This product has repeatedly failed several days before it was due to stop leading to financial loss. It has also given inaccurate readings which have led to too much or too little insulin being given to my child. This places her in danger of diabetic ketoacidosis or hypoglycemia, both of which are life threatening. Most recently we have been encountering repeated "brief sensor issues" that can last up to three hours for the initial alert. This again places the user in extreme danger and has led to financial losses for us. We have had to pay for dexcoms out of pocket many times due to frequent sensor issues and failures. I believe dexcom has been negligent and the continued shortcuts noted in the FDA's previous letters to dexcom place millions of users, many of which are small children in danger. I believe dexcom is going to get many people killed with this faulty product all in the name of their bottom line. I am urging the FDA to look further into dexcom and remove this dangerous product from market. The g6 was not perfect, but it was safer.